Manufacturer narrative:
Device evaluation: the positioning sensor unit (psu) was returned to the manufacturer for evaluation an the issue was confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the camera was replaced on the navigation system to restore functionality. Once installed, it was noted that the amber light remained illuminated and the green led was offset. A configuration error was noted in the ndi utility portion of the software. The suspect camera has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, an amber light was illuminated on the camera of the navigation system. The reported issue occurred while performing a demo of the navigation system. It was reported that spine model used had all necessary spheres for tracking. The ndi toolbox admin screen displayed that the camera was communicating. Troubleshooting reported that the issue could not be resolved. It was noted that not all instruments would verify and the field of view for tracking was limited when demo was being performed. There was no patient present when this issue was identified. No additional information was provided.